Manufacturer narrative:
This supplement serves as a correction. B4: the date was added.

Manufacturer narrative:
During routine preventive maintenance (pm), an infusion pump failed the ground resistance test with a reading of 0.15ohms. The passing specification for the ground resistance test is < 0.1ohms. The failure was confirmed, and the power filter component was identified as the cause. After replacing the power filter, the device passed testing. A device history record (DHR) review revealed no similar complaints. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the ground resistance test at 0.15ohms. The passing specification for the ground resistance test is < 0.1ohm. There was no reported patient involvement.